Event description:
It was reported that paticulate matter (pm) was found in two (2) exactamix empty eva bags 2000ml. The issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.